Manufacturer narrative:
An investigation was completed: the customer's complaint that the battery casing has no power was confirmed. The unit was tested and was found to have corrosion on the contacts. This is most likely due to immersion during cleaning. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility reported that during orthopedic surgery 532.032 (small battery drive casing for 14.4v battery) had no power. Batteries were used with other casings and they worked fine. Fully charged batteries did not work in this casing. There was few minutes delay in the procedure to get the spare device. Procedure was completed successfully, without any medical intervention required and without any harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.